Event description:
It was reported that the ventilator¿s screen was blank. The customer reported to be able to tell that information is there and the back light is out. There was no patient involvement. The customer was advised to replace the user interface assembly. Further information is pending.

Manufacturer narrative:
Upon a follow-up, the customer reported that the user interface assembly was replaced, and the unit passed all testing. The issue occurred during setup with no delay to therapy noted.